Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported suction loss occurred during a lasik flap creation of the right eye. The reporter indicated the laser ready indicator displayed on the screen and he stepped on the laser pedal which started the laser treatment. A small amount of superior peripheral laser flap treatment was observed, then suction was lost. Treatment was aborted and the patient was removed from the laser area and counseled on future treatment options.

Manufacturer narrative:
The field service engineer (fse) visited the site and evaluated the system due to the reported event. System was tested and verified to meet specifications. No system issues were found that could contribute or be the cause of the reported event. Surgery support was provided and all cases were completed without any complications. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).